Event description:
Event description guidant received information that the daily measurements for this implantable lead are varying. After programming the ventricular sensitivity down to 0.75mv, there was far field sensing. The pacing threshld is high and not consistant. Technical services advised the lead may be dislodged and needs to be reposiitioned.